Event description:
IT WAS REPORTED THAT THE PATIENT PASSED AWAY ON (B)(6) 2025, WHILE WEARING OMNIPOD. IT WAS REPORTED THAT THE PATIENT EXPERIENCED ISSUES RELATED TO THEIR TYPE 1 DIABETES, AT THE TIME OF THEIR PASSING. PATIENT PASSED AWAY IN THEIR HOME AND WAS NOT HOSPITALIZED. IT WAS REPORTED THAT THE PATIENT WAS BURIED WITH THE POD THEY WERE WEARING.

Manufacturer narrative:
ACCORDING TO THE COMPLAINANT THE DEVICE WILL NOT BE AVAILABLE FOR INVESTIGATION BECAUSE IT WAS DISCARDED. WE ARE UNABLE TO DETERMINE IF ANY PRODUCT CONDITION COULD HAVE CONTRIBUTED TO THE REPORTED EVENT. NO LOT RELEASE RECORDS WERE REVIEWED, AS THE PRODUCT LOT NUMBER WAS NOT PROVIDED. LOCKED DOWN SMARTPHONE: LOCKDOWN. OMNIPOD SOFTWARE APP VERSION: 3.1.1. OPERATING SYSTEM: N5004L-AM-Q-MV01602-06-01.06. HARDWARE: N5004L. CGM SENSOR TYPE: DATA NOT AVAILABLE. PLEASE NOTE, THE DEVICE IDENTIFIERS ARE CAPTURED AS REPORTED BY THE COMPLAINANT AND MAY NOT ALIGN WITH THE DEVICE CONFIGURATION REPORTED IN THIS SECTION AS THIS DATA IS PULLED FROM OUR CLOUD BASED ON THE REPORTED DATE OF EVENT.

Manufacturer narrative:
Cloud data from the user for the period of (b)(6)2025-(b)(6)2025 was found to be available in the Insulet cloud system. No data for the days of (b)(6)2025 and (b)(6)2025 was found to be available. Review of the patient history buffer (PHB) data found that, while in Automated Mode, the automated algorithm was able to appropriately adjust the microbolus amounts based on the estimated glucose values and user inputs. The cloud data showed that Automated Delivery Restriction alerts were generated at 17:22 on (b)(6)2025 and 13:43 on (b)(6)2025 due to the automated algorithm delivering the maximum microbolus amount for extended periods in response to increasing and high estimated glucose values. While the alerts were generating, the system transitioned to Automated Mode: Limited and immediately began delivery of Safe Basal, which is the lower of the user's adaptive basal rate and manual basal program. Once the alerts were acknowledged, the system was transitioned to Manual Mode and while in Manual Mode the system correctly delivered the user's manual basal program of 0.6 U per hour for 24 hours regardless of the estimated glucose values received. The system was used in Manual Mode from 13:47 on (b)(6)2025 to the last PHB datapoint generated at 23:32 on (b)(6)2025. The cloud data showed that the pod ran to an expiration alarm at 23:32 on (b)(6)2025, resulting in the pod being deactivated. The cloud data showed that the alarm was acknowledged and pod fully deactivated at 07:30 on (b)(6)2025 and No Active Pod reminders were generated at 07:45 and 08:00 on (b)(6)2025. The last estimated glucose value received by the pod from the sensor prior to deactivation was 55 mg/dL. The cloud data showed that an Urgent Low Glucose alert was correctly generated at 22:32 when the user's estimated glucose values first decreased to 55 mg/dL. The cloud data showed that only one bolus was delivered during this period, a 3.35 U bolus started at 13:45 on (b)(6)2025. No evidence of issues with the system that would contribute to the reported event were observed in the available cloud data. No Lot Release records were reviewed, as the product lot number was not provided.Locked Down Smartphone: LOCKDOWN.Omnipod Software App Version: 3.1.1.Operating System: N5004L-AM-Q-MV01602-06-01.06.Hardware: N5004L.CGM Sensor Type: Data not available.Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our Cloud based on the reported date of event.